Event description:
It was reported that the left (live) monitor needed replacing, as the system had a completely loss of live imaging; thus, making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.